Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had blank display. The customer's blood glucose level was unknown at the time of the incident. The customer reported unexpected restart error. The customer was assisted in troubleshooting and he was able to clear the alarm as well as able to complete the insulin pump rewind. The customer stated that his insulin pump screen was first green and then white. The insulin pump had blank screen. He was advised to monitor the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected restart alarm anomalies noted. (B)(4).